Event description:
Information received indicates, the bed has no power or functions working due to corrosion/fluid ingress on the power supply board.

Manufacturer narrative:
The technician replaced the power supply board to repair the bed.